Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain close to lead incision site at t-spine level. MRI did not reveal any probable cause. Therapy does cover the targeted pain pattern of low back and legs. Pain in the t-spine is now where most of the pain is located. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.